Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's remote transmission exhibited high impedance values with the right ventricular (rv) lead. The patient then presented for a routine follow-up in clinic where the high rv lead impedance values were confirmed, the lead was also observed to not capture. The lead was capped and replaced on (B)(6) 2020. The patient remained in stable condition.